Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 498 mg/dl. The customer also reported that, the insulin pump had no delivery alarm during prime. Customer stated that, she was probably in ketosis. Customer will call back to do that because she does not feel well and customer hung up before gathering information of the set and troubleshooting the no delivery alarm. The device will not be returned for analysis.